Event description:
It was reported during use the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer noticed "the tube does not provide a vacuum of the fluid and the tube could not be filled."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer noticed "the tube does not provide a vacuum of the fluid and the tube could not be filled."